Event description:
It was reported, "removal of sterile inner plastic container and implant from outer plastic container extremely difficult. Containers appeared to be jammed together."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded. If additional information becomes available, it will be submitted in a supplemental report.